Event description:
It was reported that customer had physical damage of insulin pump. Customer reports that display screen cracked due to dropping pump on concrete floor. It was reported that pump display screen was unreadable. Customer's blood glucose was 3.1 mmol/l. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also unit had dog chew marks display lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.